Event description:
Patient called while travelling home within 60 minutes of leaving the infusion center and reported red light flashing and continuous beeping tone. No injury was reported. Patient instructed to come back for device replacement.